Manufacturer narrative:
(B)(4). Additional information was requested. The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Two pictures were returned and reviewed by an ees field quality engineer. The first pictures shows a relative large tissue mass approximately mid way along the clip and the second picture shows a clip that's legs were separated within the same planes as the jaws. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was trying to close the device on a vessel and the clip was not closing all the way. No clips fell into the patient. Another device was used to complete the procedure. No adverse consequences reported.